Manufacturer narrative:
Additional information, b5: upon follow up it was reported on an unknown date, the patient was discharged from the hospital. Treatment with heparin injection was discontinued and the vancomycin therapy remains ongoing. The patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1g per day, ongoing, route and duration were not reported) for peritonitis and heparin injection (1/2ml per bag, ongoing, route and duration were not reported) for cloudy fluid. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.